Manufacturer narrative:
Unit received with critical pump error due to moisture damage on the pcb1 board and pcb2 board. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case (battery tube), broken battery tube threads. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation due to moisture damage to the pcb1 board, pcb2 board, and force sensor. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Confirmed moisture damage. Confirmed cracked case at battery compartment. Confirmed audio/vibrate anomaly due to critical pump error alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the pump was cracked with a piece broken off and reported that the customer went into the water with the pump. The pump was beeping with a picture of a book on the pump screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for a critical pump error, and it was reported that the customer was not using the correct battery cap for the pump that customer was using, and the pump showed a physical damage. Troubleshooting was performed for cosmetic damage, and the customer reported that the cosmetic damage affected the pump's functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.